Event description:
It was reported to philips that the device wont turn on. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty power supply. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power supply. The power supply was replaced to resolve the reported issue and the device passed all tests. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device wont turn on. There was no patient involvement.